Manufacturer narrative:
No product was received as the involved devices were confirmed to have been disposed of at the user facility. No radiographs could be provided confirming alleged incident. The patients post op activity levels or whether they experience a fall or other post op accident could not be confirmed. Review of the provided information identified nuvasive rods were utilized with another manufactures previously placed hardware as a part of a growing construct and is considered off label use as compatibility testing has not been completed and results are unknown. No further investigation required. Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). The safety and effectiveness of this device has not been established for use as part of a growing rod construct. This device is only intended to be used when definitive fusion is being performed at all instrumented levels. Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. Compatibility: do not use the reline system with components of other systems, other than the armada system. Refer to the armada system instructions for use for a list of the armada system indications for use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique). Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques.

Event description:
On a unknown date a patient underwent a vertebral interbody replacement procedure from t9 to l2 using a nuvasive vertebral body spacer and competitors product for the remaining portion of the construct. On (B)(6) a revision occurred for a unknown reason to extend the construct from l4 to s1 using nuvasive products. On (B)(6) 2022 an additional revision occurred as it was discovered a implanted rod fractured at the head of the right s1 screw. During the revision procedure it was observed that the screws on both sides of s1ai and s2ai were found to have loosening. As a consequence during the revision they were all replaced with the screws of increased size. It is unknown whether the patient was experiencing any adverse consequences as a result of the rod fracture the patient is doing well post revision.